Event description:
An alarm issue was reported with the adc application in use with an iphone 14, operating system 16.5 and app version 2.8.1.6120. The customer reported a signal loss alarm and therefore did not receive glucose alarms. The customer experienced cold sweats and dizziness and was treated with sugar water by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss with the freestyle librelink application. Attempted to replicate the user¿s complaint using application iphone 14 (ios 16.5, 2.8.1.6120) and successfully start a libre 2 sensor, receive glucose readings and alarm notifications in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with an iphone 14, operating system 16.5. The customer reported a signal loss alarm and therefore did not receive glucose alarms. The customer experienced cold sweats and dizziness and was treated with sugar water by a third-party. There was no report of death or permanent impairment associated with this event.